Event description:
It was reported that the small pin was missing from the trigger of the instrument tracker during testing at the user facility. Patient involvement, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
During failure analysis, the reported event that a piece broke off was confirmed through the device inspection. It was observed that a screw was broken. It is possible rough or improper handling led to the broken screw. The device was repaired and returned to stryker stock.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the small pin was missing from the trigger of the instrument tracker during testing at the user facility. Patient involvement, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.